Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
A triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 on a patient with a small atrium and a ventricle lead. A first triclip xtw (50825r1006) was inserted without issues. However, the chamber of the sleeve handle was noted to be open and caused an issue with translating the system correctly. Therefore, the clip was removed and replaced. A second clip, a triclip xtw was inserted and deployed on the tricuspid valve. However, difficulties with imaging occurred, and post deployment, the clip detached from the lateral leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Two additional clips were then inserted and deployed on the tricuspid valve, reducing tr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.